Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the first device was introduced through the trocar. When the device jaws were opened inside patient, the jaws could not be closed to remove device from trocar. The surgeon introduced a grasper through another trocar and forced jaws of device shut. Nothing broke off of this first device and device was removed. A second device of same code was opened and was used along uterine arteries and cervix when an error message, reposition jaws and reactivate, was received. They repositioned jaws and tried to reactivate when they received the replace instrument error message. Then jaws were opened and top jaw of this second device fell off into patient. The device was removed and top jaw that fell off of device was retrieved from patient. The rep also reported the black covering pulled up off of articulating joint on the second device. This black covering appears to be still attached to device with no piece left in patient. A monopolar scissor was used to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the top jaw detached but returned and with skiving of the articulation joint. Under magnification, a small ding was noticed on the electrode. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿reposition jaws and reactive¿ yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The ¿replace instrument¿ yellow message screen is displayed after receiving two consecutive yellow alert screen messages and is advising of a potential issue with the instrument. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.